Manufacturer narrative:
(B)(4). Additional information from the physician received subsequent to the previously filed medical device report (MDR), indicated that the reported death was unrelated to the implanted mitraclip and/or procedure; therefore, it was confirmed there was no relationship between the reported event and the mitraclip devices, and there was no reported device malfunction. No further investigation is required.

Event description:
Subsequent to the initial medwatch report, additional information was provided, indicating that the patient's death is not related to the mitraclip device or procedure. However, this event was reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being conservatively filed for patient death with unknown relationship to the mitraclip device. It was reported that on (B)(6) 2013, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of two clips, reducing the mr from grade 3+ to grade 1+. On (B)(6) 2016, the patient died at home on hospice care. Cause of death is unknown. No additional information was provided.